Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl. The customer consumed carbohydrates to stabilize bg level. The customer stated to believe the basal rates are too high and need to be adjusted. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.